Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10. One nt 2000 ix neurotherm rf generator was returned for investigation. Ac power was applied to the rf generator and the system was powered on successfully. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temperatures and impedance. Audible tones emitted were consistent with the modes of operation selected. Based on the information provided to abbott and the investigation performed, the reported shutdown and subsequent procedure cancellation was unable to be confirmed. No hardware abnormalities that would have resulted in the reported event were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a pulsed radiofrequency nerve block procedure, the generator shut down and the procedure was cancelled. When attempting to reboot, the generator would not complete the boot up sequence and would continue to shut down. The procedure was rescheduled for a later date. There were no adverse consequences to the patient due to the cancellation.